Event description:
It was reported that the instrument fractured during the procedure. All pieces were retrieved. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). It is unknown which lot number belongs to the instrument. Both reported lot numbers¿ information is included below: lot: 602960. Manufacturing date: 24 jun 2022. Expiration date: 24 jun 2027. UDI: (B)(4). Lot: 65748924. Manufacturing date: 09 nov 2022. Expiration date: 09 nov 2027. UDI: (B)(4). Foreign: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, d10, g1-2, g3, g7, h1, h2, h6, h10 visual examination of the returned product identified the needle was fractured and still inside the inserter sleeve. The device was not cycled. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure for this part number. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.